Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon burst at 12 atms. No pt injuries or complications were reported. Requests for additional info regarding this complaint have been unsuccessful.